Manufacturer narrative:
Concomitant medical products: product ID, 3889-28, lot# va0tdh5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported constant pain in the back where the implantable neurostimulator (ins) was placed, which affected her ability to walk and stand up. The symptoms had a sudden onset. The issue began when the patient woke up on (B)(6) 2015. The pain also went over into the other part and was in the hip and in her upper left leg. The patient was on pain medication and never adjusted her programming since implant. During the call, the programmer would not power up. The patient never used the programmer since implant and planned to get new batteries to troubleshoot. Patient history included a bad fall on (B)(6) 2015, but issues did not start until nearly 2 months later. Follow up is being conducted to determine additional steps taken to resolve issues. The patient was indicated for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.